Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that during the procedure, intermittently, the copra board on the image visualization system (ivs) pc failed and resets on its own. As a result, on-going x-ray is aborted at the ivs. In this case, the following messages are shown to the customer: "database not in sync" and "unable to store reference image". This indicates that no review and post-processing functionality was available, and no image could be stored at the ivs. Even if live images could not be displayed on the control room monitors, the live images with limited functionality were displayed on exam room monitors at all times via the image acquisition system (ias) pc. Technical experts have determined the root cause as a hardware issue of the copra board. The affected ivs pc was replaced and the system recovered. No further errors have been reported. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.